Manufacturer narrative:
(B)(4). Date of follow-up report: 02/08/2017. One lf4318 was received for evaluation. Visual inspection found no defects. The reported condition was not confirmed. The device was recognized when plugged into the generator. The device was activated on a simulated tissue with acceptable results and a visual seal effect was observed. The investigation found the device to function normally and within specifications. The reported complaint mode will be utilized for trending purposes. No corrective action is required, because no failure mode was identified, since the product tested satisfactory. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that when cutting the jejunum during a procedure, the device would not work. There was no thermofusion despite regular cleaning. The issue caused an increase in surgery time.